Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. After reviewing the pump's history it was discovered that the pump experienced a no delivery alert. Customer reported that they are experiencing high blood glucose levels. Customer's blood glucose reading was 236mg/dl. No significant events leading to the keypad issues were observed. Advised customer to remove reservoir, rewind, reinsert reservoir and run manual prime/fill tubing with current set. Customer reported insulin did exited at the quick release. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape, act and up arrow buttons dome switch. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No cosmetic damage noted.